Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that post implant of the right ventricular (rv) lead, the patient felt shortness of breath, dizziness and nausea. The patient was brought back to the surgery room and it was noted there was no conduction spike on the pacemaker (capture problem). It also noted there was dislodgment or placement difficulty. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.